Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor board was reseated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the images were moon shaped during a case. The procedure was completed with a different system. No pt injury was reported.